Manufacturer narrative:
The defective part was not made available to the manufacturer for investigation and analysis purposes. The internal complaint reference is the following: (B)(4).part was not returned for evaluation.

Event description:
It has been reported that the articulated arm peek screw broke during surgery. There was no patient/user impact reported.